Event description:
The report received from the affiliate indicated the approximately three and one-half (31/2) months after the index procedure, the patient complained of chest pain. Two (2) days later, the patient developed and acute myocardial infarction (ami) and was brought to the hospital. Coronary angiography was done and revealed thrombus inside the previously implanted cypher stent. Aspiration of the thrombus was done and and additional cypher 3.5 x 13 mm stent was implanted at 20 atm for 20 sec inside the previous cypher stent. The patient's cardiac enzymes were reported to have increased (cpk 2000). There were no additional complications reported. The physician's comment regarding the possible cause of the thrombotic event was that it may have been due to the patient stopping this antiplatelet therapy.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, calcified, 15 mm in length, vessel diameter of 2.5-3.0 mm, and type b2. Direct stenting using a cypher 3.0 x 18 mm stent at 20 atm for 20 sec was done. The stent was not post-dilated. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. The product is not available for evaluation and testing. Additional information wll be subimitted within 30 days upon receipt. The product lot number is either i0206029 or i0206066. Additional lot # i0206029 additional expiration date: 05/17/2006